Event description:
While performing the procedure on the robot, the surgeon found a blue plastic object in the patient. It was immediately removed and was found that it was part of the conmed airseal. Object not sequestered.